Manufacturer narrative:
Requests for additional info have been addressed to the pt. Of note, the pt indicated that he does not give permission for cordis to contact his physician directly. Additional info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s: 3003742446-2008-00101 and 3003742446-2008-00102.

Event description:
The pt and a family member called the cordis medical info hotline and reported the following adverse event. This male pt with a history of known coronary disease was admitted for coronary intervention (indication unk). A 2.75 x 33mm cypher stent and a 3.0 x 18mm cypher stent were implanted in "mid and distal coronary vessels." Additional details regarding the index procedure are not known. Approximately one-year post implantation, the pt states that he began to "not feel well". He had chest pain, shortness of breath, and dizziness and he consequently "blacked out". The pt was hospitalized and reports that he underwent a procedure requiring the implantation of three additional stents. It is not known if the two initial stents were patent or were culprits. Pre, intra and post procedural medications are unk. At the time of the report, the pt was still hospitalized and was in stable condition.